Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir leaked into the reservoir compartment. The customer's blood glucose level was unknown at the time of incident. Troubleshooting found that both o rings pop out of their location. The customer was advised that the reservoir would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs one of the two reservoirs passed functional testing and the remaining reservoir failed due to the transfer guard anomaly leaked at the vial-septum, the transfer guard needle was not parallel to the transfer guard body axis. A visual inspection was performed on the first reservoir and found the second o-ring out of the groove.